Event description:
(B)(6) clinical study. Same case as MDR ID #2134265-2012-04809. It was reported that post coronary stenting treatment procedure, angina and restenosis occurred. In (B)(6) 2012, the subject presented due to myocardial infarction and referred for cardiac catheterization which revealed a 70% stenosed lesion located in the mid left anterior descending artery (lad) extending into the distal lad. The lesion was 30 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion us coa stent and 3.00 mm x 16 mm ion us coa stent. Following post dilatation, residual stenosis was 10%. The subject was discharged on aspirin and clopidogrel two days later. In (B)(6) 2012, the subject presented due to angina pectoris and was hospitalized the same day. The physician noted 80% diffuse restenosis of the previously placed stent located in the distal lad. This was "initially treated with intracoronary nitroglycerin, the vessel pumped up some but again there was significant isr noted that appears to be impinging flow to the distal apex" which was treated with balloon angioplasty and placement of 2.75 mm x 20 mm veriflex stent with 10% residual stenosis. Medication was given to treat the event.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).